Manufacturer narrative:
No button error alarm was received. The insulin pump buttons responded intermittently, due to moisture damage keypad trace. The device was also received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a button error and buttons were not responding. Customer's blood glucose was 110 mg/dl. The insulin pump reportedly may have been exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.